Event description:
We received a report that an intraocular lens (iol) was explanted from the patient's left eye after he implanted the wrong power of lens. No additional information was provided.

Manufacturer narrative:
Visual inspection on the returned lens showed that the optic was cut into several pieces. No optical deviations on the received optic parts could be found. The explanted lens was visually examined, was subjected to excessive mechanical forces and was cut in half in order to facilitate the explantation process. Therefore, it was not possible to perform optical testing such as diopter verification on a lens where the optic had been cut in half. The lens passed all acceptance criteria for all tests performed and is within all specifications during the manufacturing process. The review of the documentation and testing presented in the manufacturing record revealed diopter measurement records from this particular lens was verified and showed to be within specifications. No deviation or non-conformance (ncr) related to the customer claim was generated. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). Explant of intraocular lens. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Additional information: information that was known but not provided in the initial report. When the intraocular lens was explanted, it was replaced with a zma (three-piece multifocal) 20.0 diopter lens. Corrected data: the intraocular lens was cut into pieces (not half). All pertinent information available to the manufacturer has been submitted.